Manufacturer narrative:
Only event year is known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient showed in the office complaining of hip pain and it was thought that she had fallen. The x-ray showed that the proximal femoral nailing system (tfna) that was implanted on (B)(6) 2020, had cut out. The procedure was successfully completed. Patient consequence total hip replacement. Concomitant devices reported: 12mm/130 deg ti cann tfna 235mm/right ¿ sterile (part number 04.037.244s, lot 34p7508, quantity 1), tfna fenestrated screw 95mm ¿ sterile (part number 04.038.195s, lot h359691, quantity 1). This report involves 1 5.0mm ti locking screw w/t25 stardrive 38mm for im nails. This is report 3 of 3 for (B)(4).